Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie had failed to release. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie had failed to release. A field service engineer (fse) troubleshot the issue and found the row board cable partially disconnected. The connector was reseated, and testing resumed with no further issues observed. The user verified proper operation by completing inventory counts successfully. The system functioned as intended after the field service engineer repaired the device.